Event description:
It was reported that patient had bladder stimulator that has not worked for about 2 years. The patient was experienced loss of therapeutic effect. Additional information received later on (B)(6) 2015 indicated that patient still had concerns regarding their device or therapy but was working with manufacturer representative and health care provider. The patient also indicated that no one would accept medical insurance. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v071374, implanted: (B)(6) 2004, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# v066806, implanted: (B)(6) 2004, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).